Manufacturer narrative:
The impella lp2.5 was discarded subsequent to use, preventing any evaluation of the suspect impella lp2.5. The automatic impella controller data logs were also not returned for analysis. In conclusion, a root cause was unable to be determined because product and data were not returned. The instructions for the impella lp2.5 advises the user to: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site."

Event description:
The complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in the left femoral artery of a (B)(6) male patient. Optimal positioning and flows were achieved under fluoroscopy. It was observed that some oozing was observed at the insertion site. The physician mad the decision to leave the peel-away sheath in place. On (B)(6) 2018, arterial pulses were absent on the pump insertion side. It was decided to remove the impella, and peel-way sheath and increase pressers. The patient was taken to the or to re-vascularize the affected leg. Following this event the patient was reported to be in stable condition. The instructions for the impella lp2.5 advises the user to: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site."